Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the physician tried to deliver a 2.50x20mm taxus express2 eight times to the diagonal branch. The physician then removed the device noticed flared stent struts. This device was disposed, and it was completed with another of the same device. There were no pt complications or injuries reported. The pt status is listed as ok.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info becomes available a supplemental medwatch report will be filed. A review of the manufacturing record for this particular batch # 8685570 shows that the device met its material, assembly and product specifications at the time of its release to distribution.